Event description:
It was reported that during use of the unit, the battery charger began to melt. It was further reported that the batteries were correctly placed in the charger.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.